Event description:
It ws reported that during a mediastrinum tumor procedure, the blade was broken and the piece was on a tray. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.